Manufacturer narrative:
Report # 3012293198-2018-00013 is associated with (B)(4), biotene.

Event description:
Cancer [lung cancer]. Fluid on her lung [pleural effusion]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of lung cancer in a female patient who received biotene oral balance unknown formulation (biotene) unknown for product used for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced lung cancer (serious criteria hospitalization and gsk medically significant) and pleural effusion. The action taken with biotene was unknown. On an unknown date, the outcome of the lung cancer and pleural effusion were unknown. The reporter considered the lung cancer and pleural effusion to be related to biotene. Additional details: adverse event reported by the daughter of patient. The reporter stated that her mam took it regular from doctor and chemist for a few years she was rushed to hospital with fluid on her lung which was cancer. It was always said taking this day after day was a part of it.